Event description:
On follow up, it was reported that patient was operated for a meningioma. After the breach, there was a lot of blood from the dura matter. They lost a long time during the procedure and backup device was used to complete the procedure. After 15 days in intensive care, and with epilepsy, he had pulmonary complications. The patient has died on the (B)(6), 2023. It is unknown if this death is linked with the breach.

Manufacturer narrative:
H3: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the use of skull motor with craniotomy handpiece, the drill bit broke off during the opening of bone flap which causes tear in the dura mater and controlled risk of bleeding. It was reported that the broken pieces are removed and the procedure was completed with back up device. Additional information regarding the event was being followed up from the facility.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool was broken. Determining the root cause of failure is difficult without critical mating pieces such as the attachment and the broken section of the tool head. However, markings observed on the shoulder perpendicular to the stem are consistent with distal bearing wear and possibly failure in the attachment. The fracture site tip, and missing fragments along the edge of the flute, indicate rapid fracture and potentially excessive force. Excessive pressure or prying applied to the tool may cause it to fracture. Medtronic instructions for use (IFU) provide warnings to prevent this type of failure mode. Assuming the af02 attachment was being utilized with the f2/8ta23 tool, it is not likely that a tool fracture would cause damage to the dura mater during a craniotomy because the tool head would be protected by metal and bone on all sides while in operation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.